Event description:
It was reported that 1 bd alaris¿ gravity set each from lots 22109415 and 22109416 had component separation issues with the chamber dislodging from the tubing before use on a patient. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "chamber dislodged from the tubing. Not used on patient. Was there any leakage observed? No did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. No."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 08-jun-2023 investigation summary: six samples were received but of the six- three pertained to this complaint. The other three were investigated under another issue. The three samples were received and tested by our quality team with the customer's complaint of separation. The drip chambers were received detached from the tubing which verified the complaint immediately. The sets were analyzed under microscope and the separated end lacked solvent (or glue). This is the root cause- lack of solvent applied during assembly. A device history record review for model cm42500e-07 lot number 22109417 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that 1 bd alaris¿ gravity set each from lots 22109415 and 22109416 had component separation issues with the chamber dislodging from the tubing before use on a patient. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "chamber dislodged from the tubing. Not used on patient. Was there any leakage observed? No did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. No.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 22109415. D.4. Medical device expiration date: (B)(6) 2023. H.4. Device manufacture date: (B)(6) 2022. D.4. Medical device lot #: 22109416. D.4. Medical device expiration date: (B)(6) 2023. H.4. Device manufacture date: (B)(6) 2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.